Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Investigation confirmed a friction issue and endoscope adapter (aea) damage indicative of mishandling and misuse. No error at qap or in the logs were noted. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The instrument was last used on 18-apr-2022 on system sk1961. The endoscope plus (pn470057/10037050) has 1962 uses remaining after last use. The instrument has max 2000 lives. This complaint is being reported due to the following conclusion: it was alleged that the image seen through endoscope was inverted. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the rotation portion of the endoscope would not move properly; the endoscope would not look up or down. The endoscope would only turn 1/4 of the way causing the visual field to be inverted and a squeaking noise was heard. An error message was displayed on the console stating "point reached maximum rotation". The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer replaced the endoscope and proceeded with the case. The customer sent the endoscope to central processing but the up/down function of the endoscope was still not flipping as expected.